Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for parkinson¿s dual. It was reported that there was a short observed on contact 8-11 combination. The caller stated the patient suffered a fall in january where they fell forward extending their neck and fracturing a cervical vertebrae. The healthcare provider added that an x-ray had been ordered and the patient had been referred to neurosurgeon for possible implantable neurostimulator (ins) replacement. Follow-up letter was received from the healthcare provider which stated that they turned electrode #8 off, leaving #11 negative. They also reported that the short in the contact along with the fractured vertebra had both been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.